Manufacturer narrative:
Additional information: a3a, b2, b3, b5, g3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, almost 2 months post-operative a video-assisted thorascopic surgery for bleb resection and pleurectomy, t he patient continued to be in pain and suffered from fever, malaise and cough. The patient returned to the hospital and subsequent chest x-rays demonstrated right middle and lower lob infiltrates, possible pleural effusion, and right hemidiaphragm elevation. A chest computed tomography (CT) was performed on the next month to further evaluate the nature of the effusion and possible infiltrates. The computed tomography (CT) showed atelectasis and a right posterior complex loculated effusion within which there was a retained 3.6 x 1.4cm foreign object presumably from the original procedure performed early on january. The patient underwent a right video-assisted thorascopic surgery for decortication and foreign body removal. The piece was removed from the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, post-operative a laparoscopic procedure, the patient continued to be in pain. A revision of the case was done and the tip of the trocar was found which would mean that the cannula broke. The piece was removed from the patient.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the distal end cannula was received disengaged. Functional testing was precluded due to the condition in which the device was received. It was reported that the instrument broke and component was disengaged. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when mishandled during clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: use special care when introducing or removing sharp-edged or sharp-angled endoscopic instruments to minimize the potential of inadve rtent damage to the seal. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.